Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the white power cable of the controller could not be connected to the battery clips. Troubleshooting was performed by trying to connect the white power cable with other battery clips including the hospital owned ones but the issue could not be resolved. The white power cable did not have issue connecting with the power modules and the mobile power units. No issues were observed with the black power cable. The controller was to be replaced.

Manufacturer narrative:
E1; reporter email was unavailable. Manufacturer's investigation conclusion: the reported event of difficulty connecting the heartmate 3 system controller¿s power cables to battery clips was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis, and log file was downloaded for review. A review of the event log file showed 256 events spanning approximately 6 days ((B)(6) 2023 per timestamp). Events occurring on (B)(6) 2023 were recorded during testing at abbott. The driveline was disconnected from the controller on (B)(6) 2023 at 16:53:02 for a system controller exchange. There were no notable alarms active in the log file that would indicate an issue with the system controller. The returned heartmate 3 system controller was functionally tested and was able to support a mock loop for an extended duration without any issues or alarms becoming active. The controller was further tested with several test clips. The connector nuts were able to be fully fastened as intended without any excessive force. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller connectors and cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.